Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, the right ventricular setscrew could not be confirmed to be fully tightened. The lead appeared to be secured within the header port and electrical values were normal. The device was successfully implanted and the patient would be monitored.